Event description:
Reportedly, during patient use, patient put on ventilator for transport at 100%, sats began to fall so patient switched back to hospital ventilator. No patient harm reported.

Manufacturer narrative:
(B)(4).